Event description:
Customer's mother reports her son was hospitalized for high blood glucose levels. Customer is bipolar and lost the pump during a manic episode. While off the pump he was treated with lithium and lantus. The blood glucose reading was 120 mg/dl. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.